Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device sleeve did not seat in. It was not reported if there were any delays to a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the outer, inner hoses, internal shield, blue, brown wires had a cut which caused the handpiece not to function at all. It was also noted that the wires and hoses were damaged caused by a sharp object such as a pair of tweezers, knife, or cart wheels at the customer site. The assignable root cause was determined to be due to component damage from user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.